Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker has been tested with the certification failed due to defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The device was not in use on a patient at the time of the event, there was no patient involvement.